Event description:
The customer stated that he received a high blood glucose reading of 222 mg/dl. He performed control tests while troubleshooting and received results of 236 and 233 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.